Event description:
Product returned for analysis with complaint of - "the pump did not infuse. Pt experienced withdrawal symptoms." The pt was receiving intrathecal baclofen. No other details were provided by the foreign reporter.